Event description:
Caller reported damage to pump housing and usb. There was no reported impact to the customer¿s blood glucose level. The patient declined further troubleshooting and follow-up, leading to the case being closed.